Manufacturer narrative:
Reference number (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 19 feb, 2019, it was reported that the patient was hospitalized due to low hemoglobin. It was determined he had an ulcer in the duodenum and was treated with unknown medication. A gastroscopy showed the intestinal tube was kinked in the pylorus. The gastroenterologist put it to the jejunum.